Event description:
It was reported that the driver on the set is not retaining its position at all and is making placement of the screws very difficult. Surgery completed with no adverse consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tip of the synfix evo scrwdrvr w/o thrd lock sleeve was slightly stripped. The mating device was not returned; however, it is reasonable to conclude that this damage found at the tip may cause difficulty in retaining or inserting the screws. Therefore, the reported condition can be confirmed. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was performed, confirming that when the tip was placed in a horizontal orientation, it remained firmly in place. It was also verified that rotating the device presented no issues that would impair its functionality in this part of the process. However, the mating device was not returned, and the assembly with the screw could not be performed. However, the damage found at the tip may cause the retaining loose. The overall complaint was confirmed as the observed condition of the synfix evo scrwdrvr w/o thrd lock sleeve would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.835.013. Lot # l584639. Manufacturing site: werk hagendorf. Release to warehouse date: 19 jan 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.